Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and the device has worn/damaged bearings. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding an attachment device in which, during inspection/testing, it was observed that the device was making a "loud noise". The attachment device was not used in surgery. No injuries or medical intervention were reported. No additional information is available.